Event description:
The customer reported that the blood glucose device gave a higher than expected result during a hypoglycemic event. The customer stated that he woke up having low blood glucose symptoms of shaking and sweating. The customer received a blood glucose result of 92 mg/dl at 3:11 am on his aviva system. The customer felt this reading was incorrect based on his symptoms. The customer was unable to self-treat; therefore his wife treated him with orange juice, a glucose tablet, and an apple. The customer began to feel better and received a blood glucose result of 135 mg/dl at 3:19 am. The customer was not taken to the hospital. Return of the suspect device was requested for evaluation.